Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Only half of tampon came out, the other half stayed in - vagina [foreign body in reproductive tract]. Taking a tampon out of body but only half of it came out. The other half stayed in [complication of device removal]. Only half ot tampon came out [device breakage]. Case description: consumer contacted via e-mail and stated that she was taking a tampon out of her body normally but only half of it came out, the other half stayed in. No serious injury was reported.